Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to bacteremia. Reportedly, the patient was tested positive of bacterial infection. Furthermore, the patient never had a pacing therapy. No additional adverse patient effects were reported. The ICD was explanted.